Event description:
It was reported that the coil broke and there were unretrieved device fragments. An 18mm x 50cm embold fibered detachable coil system was selected for a hepatic artery embolization to treat a hepatic artery aneurysm. The vessel was significantly tortuous. During the procedure while deploying the fourth coil with intermittent flushing, the coil had partially deployed in the sac and then was attempted to deploy back into the artery feeding the pseudoaneurysm. During coil retraction, a lot of resistance was felt. Thinking that the coil prematurely detached, the physician continued to pull back on the nitinol pusher wire. They found that the coil was still attached to the pusher and the coil had unraveled inside the patient. While continuing to pull, the coil continued to unravel until it eventually snapped. Multiple attempts were made at snaring the coil for retrieval as a single piece and was unsuccessful. A combination of micro snare and forceps were used to remove the coil fragments in pieces. The right common femoral artery access was upsized and a snare was then used to capture remaining fragments of coil within the aorta. Not all pieces were retrieved successfully, and partial pieces of the coil were left inside the common hepatic and splenic arteries of the patient. There were no further complications, and the patient was expected to fully recover.

Manufacturer narrative:
'The vessel was significantly tortuous.' Corrected to 'the vessel was moderately tortuous.' 'During coil retraction, a lot of resistance was felt.' Corrected to 'mild resistance was felt during coil retraction.' Device evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered coil 18x50. The delivery wire returned with the couplers attached. Visual and microscopic analysis was conducted. The perforations were intact. The distal and proximal couplers were attached to the delivery wire via the pull wire. The coil was separated from the distal coupler and was severely stretched and tangled. The distal coupler showed bend damage. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for advancing issues, kinks, coupler damage, and a stretched damaged coil.

Event description:
It was reported that the coil broke and there were unretrieved device fragments. An 18mm x 50cm embold fibered detachable coil system was selected for a hepatic artery embolization to treat a hepatic artery aneurysm. The vessel was significantly tortuous. During the procedure while deploying the fourth coil with intermittent flushing, the coil had partially deployed in the sac and then was attempted to deploy back into the artery feeding the pseudoaneurysm. During coil retraction, a lot of resistance was felt. Thinking that the coil prematurely detached, the physician continued to pull back on the nitinol pusher wire. They found that the coil was still attached to the pusher and the coil had unraveled inside the patient. While continuing to pull, the coil continued to unravel until it eventually snapped. Multiple attempts were made at snaring the coil for retrieval as a single piece and was unsuccessful. A combination of micro snare and forceps were used to remove the coil fragments in pieces. The right common femoral artery access was upsized and a snare was then used to capture remaining fragments of coil within the aorta. Not all pieces were retrieved successfully, and partial pieces of the coil were left inside the common hepatic and splenic arteries of the patient. There were no further complications, and the patient was expected to fully recover.

Manufacturer narrative:
Device evaluation by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered coil 18x50. The delivery wire returned with the couplers attached. Visual and microscopic analysis was conducted. The perforations were intact. The distal and proximal couplers were attached to the delivery wire via the pull wire. The coil was separated from the distal coupler and was severely stretched and tangled. The distal coupler showed bend damage. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for advancing issues, kinks, coupler damage, and a stretched damaged coil.

Event description:
It was reported that the coil broke and there were unretrieved device fragments. An 18mm x 50cm embold fibered detachable coil system was selected for a hepatic artery embolization to treat a hepatic artery aneurysm. The vessel was significantly tortuous. During the procedure while deploying the fourth coil with intermittent flushing, the coil had partially deployed in the sac and then was attempted to deploy back into the artery feeding the pseudoaneurysm. During coil retraction, a lot of resistance was felt. Thinking that the coil prematurely detached, the physician continued to pull back on the nitinol pusher wire. They found that the coil was still attached to the pusher and the coil had unraveled inside the patient. While continuing to pull, the coil continued to unravel until it eventually snapped. Multiple attempts were made at snaring the coil for retrieval as a single piece and was unsuccessful. A combination of micro snare and forceps were used to remove the coil fragments in pieces. The right common femoral artery access was upsized and a snare was then used to capture remaining fragments of coil within the aorta. Not all pieces were retrieved successfully, and partial pieces of the coil were left inside the common hepatic and splenic arteries of the patient. There were no further complications, and the patient was expected to fully recover.